Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that a renal drain was successfully placed 4 weeks prior. The patient arrived to the ER (emergency room) with a detached hub and the drain was replaced with another one.